Event description:
It was reported that the patient had requested the 20ml pump about one or two weeks post-operatively. It was also reported that the initial pump had been implanted on the wrong side, on the patient's right. When the pump replacement procedure was performed, the surgeon placed the new pump on the left side. The device system was infusing infumorph. Three days later, it was reported that there was a pump replacement to implant a smaller size of pump, from the 40ml reservoir to the 20ml. It was stated that the exchange was for the 'comfort of the patient.' During the procedure, the catheter was trimmed and reconnected to the new pump. About three weeks later, it was reported that the pump was too large and heavy for the patient. 'Pump migration' was also noted. The patient had recovered without sequela.

Event description:
Additional information received reported that a few weeks following the pump implant, the implant was drooping in the pocket and a hematoma formed along with pain. The migration was found upon a physical examination. No dye studies or rotor studies were performed. Additional information received reported that the patient was evaluated on (B)(6) 2013. It was noted the hematoma resolved post-operatively and the old pump site looked good; good healing. A date was not provided in which the hematoma developed. It was noted the patient was doing great on the (B)(6) 2013 visit and therapy had been great. The sites were healing well.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.